Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres after being inflated for 5 seconds during the first inflation. The device was remove using the normal method and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.